Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The instrument(s) was not returned and instead the investigation will be done based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed as the image provided shows the missing ball bearing. As the implant(s) was not returned, an as received condition, dimensional inspection, material, or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing on (B)(6) 2020, the depth gauge for cortex screws broke. The ball fell out of the depth gauge and it is no longer usable. There was no patient involvement. This report is for a depth gauge for 3.5mm cortex screws. This is report 1 of 1 for (B)(4).